Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a superior windsock shaped laa. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was implanted. On (B)(6) 2024, that patient returned to the hospital after experiencing a fall that resulted in cerebral bleeding. Computed tomography (CT) imaging performed after admission into the facility showed the closure device had dislodged and was stuck in the aortic arch. No symptoms were felt by the patient that indicated a problem with the initial implant. The closure device was retrieved the next day using a non-boston scientific (bsc) grasping device. The patient remained stable and there were no further patient complications reported.

Manufacturer narrative:
Media evaluated by bsc medical safety: media from the clinical procedure was provided and reviewed by a member of the bsc global medical safety organization. The media review report concluded: pre-procedure CT and post-embolization CT submitted for review. The post-embolization CT shows an embolized wm flx device in the aortic arch without evidence of significant flow obstruction.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a superior windsock shaped laa. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was implanted. On (B)(6) 2024, that patient returned to the hospital after experiencing a fall that resulted in cerebral bleeding. Computed tomography (CT) imaging performed after admission into the facility showed the closure device had dislodged and was stuck in the aortic arch. No symptoms were felt by the patient that indicated a problem with the initial implant. The closure device was retrieved the next day using a non-boston scientific (bsc) grasping device. The patient remained stable and there were no further patient complications reported.